Event description:
It was reported that the balloon of this device burst during an angioplasty procedure of a lesion in the mid circumflex artery. The case was stopped after this and considered successful.